Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. The ipg was repositioned north in the flank on (B)(6) 2019. Therapy resumed post op. Issue resolved.